Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Patient complaint confirmed. Flash sector read/write protection bits have become set. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported they were not able to get the recharger to pair to the handset prior to calling. Ts (tech support) had the caller put the recharger on the dock and the green lights started rapidly flashing. The rep removed from the dock and the battery light continued to flash. Ts had the caller press and hold the power button for 45 seconds. The caller indicated that the battery light stopped flickering and then the flickering started again while holding the power button. When the power button was pressed the battery light continued to flicker and the recharger does not turn on. The issue was not resolved through troubleshooting. Product will be replaced, no patient involved. The rep called in again stating device would not charge and could not clear error message and product was replaced.